Event description:
It was reported by the user facility to terumo cardiovascular that during cardiopulmonary bypass procedure, the tubing disconnected from the centrifugal pump. The device was changed out, there was 3 units of blood loss and the surgery was completed successfully.

Manufacturer narrative:
Terumo did not receive the actual device to evaluate but conducted an evaluation on the past years retention samples, however, the investigation has not been completed. Terumo intends to submit a follow-up report once more information is obtained. (B) (4).